Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure. The device was being used for the transverse cut at the level of the first and second gastric vessels of the shorter curvature and the longitudinal cut. The stapler does not cut or staple. The tissue was moved towards distal. The staple line was incomplete at the distal end. It was displayed as opened. The ¿b¿ staple formation was not obtained. The jaws of the device locked onto the tissue but the surgeon was able to open the jaws and remove the device. The stapling was stopped and another reload was placed which yielded the same results as the previous reload. The patient is without orogastric tube and any nasogastric tube. There was unanticipated tissue loss and damage as a result of the problem. Later in the procedure the involved tissue was removed. The resected segment was sent to pathology for a report. In order to resolve the issue and complete the cse, replaced the defective stapler with another unit. Three additional reloads were used for the procedure. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received . The jaws of the device did not lock on tissue. The jaws able to release the tissue on their own. In order to remove the instrument, the tissue initially stapled tube to be removed, and another recharge was used again which worked without problem. There was unanticipated tissue loss and tissue damage as a result of the problem. Tissue was over sewn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.